Manufacturer narrative:
Additional information: evaluation codes and additional MFR narrative. As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced peritonitis and the patient subsequently died. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment details were not reported. After seven days in the hospital, the patient died. The cause of death was not reported and it was unknown if an autopsy was performed. Forty-four days prior to the report, dianeal therapy was discontinued. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.